Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the third-party service center for evaluation of the allegation of a malfunction of the device. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator inoperative error code was noted in the device error log that indicates data in the electronically erasable programable read-only memory (eeprom) is corrupt on system/central processing unit (cpu). The device is pending completed evaluation and repair. If additional information is received, a follow-up report will be submitted.